Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy, it was reported the o-ring seal from the flapper system fell into the pt. The device was from a custom sterile pack. 11/13/98 rep responded the gasket was retrieved laparoscopically with graspers and the trocar replaced with another to complete the case.